Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient with diabetes called to report that three weeks ago an infusion set was inserted; however, when the inserter was removed from the abdomen, the site did not adhere and came off the skin. Pwd was able to successfully insert another infusion set afterward and requested a replacement. Pss offered to review support tips, but pwd stated that assistance was not required at this time. Pss confirmed that a replacement infusion set will be provided. Pwd requested no further assistance. There was no leaking around the infusion set, no differences noted with the cannula, and no visible kinks, twists, or damage to the tubing. The infusion set was not observed to be starting to peel up, and the adhesive was not secure at the infusion site. The infusion set was reported as loose or leaking. The cgm being used is the freestyle libre 3 plus, and the infusion set was last replaced 24 hours ago. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury.